Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effects of occlusion, thrombosis and swelling are listed in the electronic proglide instructions for use as potential adverse events of use of the device. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: the swelling was noted on (B)(6) 2021. The swelling was treated with anticoagulant therapy. Additionally, the pre-placed proglide device was placed using a 6f sheath. The sheath was then upsized to 15f. Three proglide devices were used in the right common femoral artery. One proglide device was used with pre-close as reported. Two proglide devices were used with post-close using 8.5fr sheath. The suture knots of the three proglide devices were successfully advanced to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Date of event: estimated date. The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported this was an arteriotomy closure done on (B)(6) 2021 of the right common femoral artery using the pre-close technique prior to an ablation interventional procedure. The suture of one proglide device was successfully placed. The sheath was upsized to a 12f sheath and the ablation procedure was completed. The one pre-placed suture was used to achieve hemostasis. Approximately one week post-procedure, swelling was noted. On (B)(6) 2021, stenosis and thrombosis were observed at the access site. The physician did not feel that he suture had captured the backwall. Anti-coagulant treatment was done, and the stenosis and thrombosis were resolved. There was no reported adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.